Manufacturer narrative:
(B)(4). (B)(6). The manufacturing location was unknown. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
This is report 2 of 2 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the electric pen drive device would only function in reverse which prevented drilling. The device was in use with a cable device. There was a three minute delay to the planned surgical procedure. A spare device was used for the remainder of the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The lot number was reported as unknown in the initial report. The lot number has been updated to 3316279. Manufacturer, manufacturer site: the manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. The initial medwatch stated the date of manufacture was unknown, the date of manufacture is apr 01, 2010. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.